Event description:
During manufacturer review of a vns patient's programming history, it was noted the patient was interrogated on (B)(6) 2005 and the vns was set to 1ma/20hz/500 pulsewidth/30 sec on/60 min off. These settings are indicative of a previous faulted systems diagnostics test. Review of the history identified that a previous faulted systems diagnostics test had occurred on (B)(6) 2005, the day the patient was implanted with the vns. A final interrogation was not performed to verify settings. The vns settings were corrected on (B)(6) 2005.